Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the non-patent catheter was not known. The physician thinks it may have been a kink somewhere.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (cannot be obtained; not documented at cannot be obtained; not documented) via an implantable pump for unknown indications for use. It was reported that the managing physician found more volume than expected out of the pump at the refill dates. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. Upon taking the old pump out, the rep reported they did a discrepancy check and 13 cc's were expected back and they got 20 cc's back. Upon opening the patient the rep reported they found the catheter was not patent so they did a full catheter revision along with a pump replacement. The healthcare provider (hcp) did a full catheter revision and changed out the old 8780 with a new one and put in a new 40 ml pump. The hcp started the patient at 751.3 mcg/ml. The issue was resolved at time of report. The patient's weight was asked, but unknown. The patient's medical history was asked, but would not be made available. The patient's status at time of report was alive - no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2018; explant date: (B)(6) 2023. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2019-12-12, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.